Manufacturer narrative:
G5: 510(k)# is k073231. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was tested and the primary complaint was not confirmed. However, a secondary issue was found in which the meter¿s display was found to have white residue on it. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because segments missing was not resolved with troubleshooting.